Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on the right ventricular (rv) and left ventricular (lv) leads connected to this device had been intermittently high, including a measurement of greater than 2000 ohms on the lv lead. The patient had also experienced diaphragmatic stimulation, so the patient's device had been programmed for rv only pacing. This cardiac resynchronization therapy pacemaker (crt-p) was reprogrammed to use unipolar sensing on the rv channel and the vector of the lv channel was changed to avoid stimulation. No additional adverse patient effects were reported. The crt-p and leads remain in service.

Event description:
This supplemental report is being filed as the evaluation method codes, evaluation results codes, and evaluation conclusion code have ben updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.